Event description:
Patient reported obtaining back-to-back blood glucose results of 57 mg/d and 187 mg/dl, while using the suspect device. Patient indicated that therapy was not modified based on these values. No patient injury was reported and no treatment was received. Patient stated that a level-one control test was performed on the system and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.